Manufacturer narrative:
One photo of the top web was received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, the user could have encountered leakage from the end cap (white plug). It could be due to a defect on the end cap component, or the user did not screw the end cap to the cannula hub correctly. As no photo of the nonconformance or sample were received, further investigation cannot be performed, and a root cause cannot be determined.

Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "the fault with the pvk was a leak right in the transition from the hard plastic (the part you hold) to the hose itself that you insert into the vessel. The fault was discovered when the colleague received a "blood response" and carefully pulled out the mandrel, screwed on the cap but saw that it continued dripping blood. The pvk could be removed from the patient without the plastic tube coming off. Thus, the patient was not injured apart from another sting."

Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "the fault with the pvk was a leak right in the transition from the hard plastic (the part you hold) to the hose itself that you insert into the vessel. The fault was discovered when the colleague received a "blood response" and carefully pulled out the mandrel, screwed on the cap but saw that it continued dripping blood. The pvk could be removed from the patient without the plastic tube coming off. Thus, the patient was not injured apart from another sting."

Manufacturer narrative:
H6: investigation summary one photo of the top web was received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the verbatim, the user could have encountered leakage from the end cap (white plug). It could be due to a defect on the end cap component, or the user did not screw the end cap to the cannula hub correctly. As no photo of the nonconformance or sample were received, further investigation cannot be performed, and a root cause cannot be determined.